Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during set-up, the balloon on the fogarty catheter did not deflate when tested. There was no patient involvement.

Manufacturer narrative:
Our product evaluation laboratory received one fogarty thru-lumen embolectomy catheter. Visual examination was performed with the unaided eye and under microscope at 20x magnification. The balloon latex and both windings appeared to be in good condition. The balloon was inflated with 1.7ml of air and inflated clear and concentric. The balloon was again inflated using 0.9ml of water and inflated clear and concentric, and did not leak. Balloon deflation was monitored using a calibrated timer and achieved in 12 seconds by using the recommended method of pulling back on the syringe plunger. The balloon deflation time was within specification. The thru lumen was found to be patent and did not leak. The report of "balloon did not deflate" was not confirmed, as the device responded appropriately during functional testing. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.